Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the integrated electrosurgical generator unit (iesu) due to the c-34 and c-00 errors. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode, and failure analysis was able to reproduce the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated they were having an error when firing bipolar energy. Review of the system logs confirmed error c-34. The tse had the customer reboot the integrated electrosurgical generator unit (iesu) and the iesu powered on with error c-00. The customer elected to use their external force triad generator to continue with the case. The procedure was completing as planned with no reported injury. Isi contacted the customer and obtained the following information: the iesu initially powered on and operated without error while using the monopolar energy. When bipolar was first used, an error code appeared, and the iesu would not operate. There was no injury to the patient.